Event description:
It was reported that there was possible intermittent atrial undersensing observed on the atrial electrogram. It was further reported there was a decrease in p wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.